Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump experienced a keypad anomaly. The customer's blood glucose was 112 mg/dl. She stated that she went to eat some dinner and went to input her carbohydrates value, and the numbers would not stop scrolling without stopping. The customer did not observe any significant events leading to the keypad issues. Her most recent blood glucose was 295 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. The pump also had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.